Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the patient was hospitalized due to high blood glucose . Customer's blood glucose was unknown mg/dl. The customer was vomiting. The customer was admitted to hospital. The cause of the 911 call as per health care provider was diabetic ketoacidosis. The customer is still hospitalized. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 90 mg/dl. After the troubleshooting customer was advised to monitor pump. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer's mother was advised to call in to provide more details